Event description:
It was reported by the customer the doctor had pierced the breast and was attempting to take samples when the technician discovered the cutter wouldn't cut. The technician attempted to reposition the probe and discovered the rear rotation knob was spinning freely of the probe. The case was aborted.